Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered. The customer's age and weight are unknown. The model# was not provided.

Event description:
The customer from (B)(6) reported that her contour next link 2.4 meter was bent; therefore, the strips could not be inserted and the customer could not perform blood glucose testing. On (B)(6) 2018, she was presenting with the symptoms of hyperglycemia such as no energy and nausea. On (B)(6) 2018, she still had symptoms of hyperglycemia, so she went to the hospital. In the hospital, it was verified that the customer had high blood glucose reading. The customer did not provide the reading obtained in the hospital. She was administered with an infusion of insulin, glucose and precose. The customer did not know the amount of infusion administered to her. The customer was advised to return the meter and test strips for evaluation. Replacement meter and test strips were sent to the customer.